Event description:
During a scheduled explant of the cannula, it was observed that 1 1/2 - 2 cm of the tip of the lateral catheter was missing. Fluroscopy demonstrated that the missing catheter tip was located in the right atrium. With vascular graspers and while using fluroscopy, radiology was able to remove the catheter tip.